Event description:
Patient's husband is reporting that 4 times over the past month he has had leaking between the cassette tubing and the extension tubing when he is priming the tubing. He has 2 different lot numbers but is not sure which one is causing the problem (I put both below). He does not think it is from the cassette tubing because when he puts new extension tubing on it primes fine. He did not save any of the tubing that leaked and I asked him if it happens again to call with the lot number from that tubing. Did the reported product fault occur while in use with a patient: the patient's husband was doing the mix and priming the tubing. It was not currently in use on the patient and the tubing was changed before it was attached to the patient. Did the patient issue cause or contribute to patient or clinical injury: no injury to patient, this tubing was not attached to the patient. If yes, was any medical intervention provided, please explain: na. Is the actual device is available to be returned for investigation: no the husband had discarded the suspect tubing already when he told me about this during a monthly consult. He was asked to save any defective tubing if the leaking happens again and to call us with the lot number and to report this. He just mentioned this in passing and then I questioned him further about the events. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.